Event description:
During an endoscopy procedure, the physician used a cook endoscopy cytology brush. The cytology brush was used and removed from the accessory channel of the endoscope. At this time, the user was unaware that the white proximal tubing that is located near the handle assembly separated from the outer sheath of the cytology brush and remained inside the accessory channel of the endoscope. (This tubing is approximately 5cm in length). The endoscopy procedure was completed and the endoscope was cleaned. The same endoscopy was used in a different procedure at a later time. The procedure was a retrograde cholangiopancreatography (ercp) with multiple stent placement. During advancement of an endoscopic accessory device, the white proximal tubing was pushed forward and was advanced into the bile duct of the patient. The white proximal tubing was left in place in the bile duct. The procedure continued as planned and two stents were placed in the bile duct. An attempt to retrieve the shrink tubing was not made and the white shrink tubing was left to pass naturally through the gastrointestinal tract. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
We were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. This report represents an unusual occurrence. Based on this review, the likelihood of this type of occurrence is remote. We were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: separation of the proximal white tubing from the outer sheath can occur if the cytology brush device receives excessive pressure during use. No corrective action warranted at this time because this report was unable to be verified. This observation represents an unusual occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.